Event description:
It was reported to philips that the system failed to bootup, it was stuck at 0:00. The device was not in clinical use at the time of the reported event. No patient or user harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was an error in hard drive. A review of the system logfiles shows post host pc os disk 1 error. Upon troubleshooting actions, fse identified that the issue with the hard disk. Fse replaced the hard disk, restarted the system, and recreated the database. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.